Event description:
The facility representative reported a colleague infusion pump with a failure code of 570. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that the reported condition occurred during infusion and caused and interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device has been previously serviced for the reported condition. During previous service, the batteries and battery harness were replaced 5 times.

Manufacturer narrative:
(B)(4). Correction: this event remains non-reportable. Please disreagard the previous follow-up submission.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available.